Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are there any photos or video available? No. Is additional information available in regard to the shape of the staples? Irregular shape . Was the device difficult to close or fire? No. Did the surgeon require a 2nd hand to fire the device? No. What is the current patient status? Stable in hospital.

Event description:
It was reported that the staples malformed. The patient is male and (B)(6) old, with pancreatic cancer. During the laparoscopic pancreaticoduodenectomy, after 1st fired with ecr60w to sever jejunum, found the staples malformed with irregular shape. Suture was used sew the wound. When severing gastric pylorus, fired with 2 pieces of ecr60d, one side of staple line with malformed staples with irregular shape. The surgery changed endoscopic to open surgery, but did not delay. Suture was used sew the wound. The patient is stable and in hospital now.